Manufacturer narrative:
Investigation - evaluation. On (B)(6) 2021, cook became aware of an incident involving an unknown zenith iliac leg graft. The device dissected the patient's vessel, resulting in bleeding and ultimately death. The issue was reported by a physician at (B)(6) medical center. Reviews of documentation including the complaint history, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control checks, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. It should be noted that these devices are distributed via one-device lots. As there are adequate inspection activities established and there is objective evidence that the DHR was fully executed, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product instructions for use (IFU) [t_zaaasz_rev3] states the following in consideration of the reported failure mode: indications for use: ¿ "the zenith spiral-z aaa iliac leg with the z-trak introduction system is indicated for use with the zenith aaa endovascular graft family of products, including the zenith flex aaa endovascular graft, zenith alpha abdominal endovascular graft, zenith low profile aaa endovascular graft, zenith renu ancillary graft, zenith fenestrated aaa endovascular graft, zenith universal distal body endovascular graft, zenith flex aui, or zenith branch iliac endovascular graft, during either a primary or a secondary procedure in patients who have adequate iliac/femoral access compatible with the required introduction systems. The graft is used in combination with these products for the endovascular treatment of abdominal aortic and aorto-iliac aneurysms." Potential adverse events: vessel damage. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
This event was previously reported by william cook (B)(4) under MDR ref. # 9680654-2021-00009. However, during the investigation it was determined that the iliac limb graft was likely manufactured by cook inc. It was reported that unknown cook iliac limb graft(s) dissected the patient's vasculature during removal which resulted in substantial bleeding and eventually led to the patient's death. On an unknown date, a zenith fenestrated graft was being explanted in a controlled setting due to infection. As the iliac limb(s) were being pulled out, the iliac arteries were dissected, resulting in bleeding that was eventually under control. However, the patient subsequently passed away. This report is being filed as a result of an event mentioned during a virtual conference. At this time, specific patient, device, and event information is unavailable. Should additional information become available, a follow-up report will be submitted. A report concerning the infected fenestrated graft can be found under MDR ref. # 9680654-2021-00007.